Event description:
The doctor used a closure device (not mfg by gore) in conjunction with the deployment of co's excluder bifurcated endoprotheses. The closure device failed at removal, resulting in bloodloss exceeding one liter. The doctor was able to correct this interventionally with the successful deployment of viabahn endoprothesis. There was no allegation of product deficiency; therefore, no investigation is necessary.